Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. If additional information becomes available, supplemental vigilance report(s) will be filed at that time.

Event description:
The complaint/event involved a 5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. The customer reported that they had an uptick of incidents with the bifuse and trifuse devices, in general. For this specific reported event, the patient required two chemotherapies continuously running. The nurse placed the bifuse device to the patient line and attached chemotherapy with an unspecified closed transfer system device (ctsd). The bifuse came off and a small amount of chemo leaked onto floor. The nurse then attached the bifuse to the cstd piece and restarted the chemo. The bifuse came off of the cstd and small amount of chemo again leaked onto floor. The nurse noted that when the bifuse was attached to cstd, it was able to be pulled off of the cstd with only a small amount of pulling, due to the smaller collar on bifuse. Although the product could have come in contact with the patient and/or staff member, yet the medication being administered, did not get on patient or staff skin or clothing. The chemo spill cleaned up per facility protocol. Thus, there was no staff or patient harm reported as a result of the event.